Event description:
It was reported that the patient arrived at the clinic on (B)(6) 2024 with a torn white power lead cable on the system controller. Both power cables were severely bent and coiled. The system controller was replaced.

Manufacturer narrative:
Voluntary medwatch number 3400300000-2022-0000007 was received on 26feb2024. Sections a1 and a2: patient information was missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2: corrected, sections d1 and d4: corrected, section g2: corrected. Manufacturer's investigation conclusion: the reported event of a torn white power lead and severely bent and coiled power cables was unable to be confirmed. The heartmate 3 system controller (s/n: hsc-103416) was not returned for analysis. Per the provided information, the system controller was replaced. No photos, log files, or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 instructions for use (section 2 ¿system operations") provides instructions for replacing the system controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.